Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The heartmate 3 lvas instructions for use (IFU) lists peripheral thromboembolic events and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2019 with complaint of left great toe injury he believed to be infected. The patient was taken to operation room for incision and drainage with debridement. Amputation of the left great toe was performed. The patient was also taken for an abdominal aortogram with bilateral pelvic runoff and selective left lower extremity runoff. The results demonstrated extensive left lower extremity vascular occlusion requiring left femoral to anterior tibial bypass. The patient was treated with parenteral antibiotics and antifungal treatment. Additional information was requested but not provided.